Event description:
After successful cannulation of vein rn was unable to retract stylet from cannula. Vein blew and IV attempt was discontinued. Even on flat surface stylet could not be removed. Buckling of catheter and tubing observed when attempting to retract stylet. Co rep notified on 6/7/94.